Event description:
It was reported that the curved bipolar dissector instrument was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Energy was delivered without any issues on in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument's overall functionality was good and not defective. No product issue was identified. Additionally, the instrument was found to have thermal damage on bipolar yaw pulley. The unit passed electrical continuity test and no sign of damage on the conductor wire. For clarification, the thermal damage was minimal. Also, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The complaint regarding unknown issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.